Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in posterior side assessed as unidentified (tear) opening also have a broken plug strap assessed surgical damage. Anxiety-product/procedure: unable to observe since it is a medical evet and is not related to the device. Additional observations: yellow particles are observed inside the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, g1, h6.

Event description:
Device has been explanted.